Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect total bilirubin and when repeated with another bottle of reagent the results were normal. The customer provided the following data: (customer¿s reference range was 3.4-20.5umol/l). Sample 1 initial result was 26.21, repeat result was 10.26. Sample 2 initial result was 22.19, repeat result was 5.73. Sample 3 initial result was 28.71, repeat result was 5.44. Sample 4 initial result was 27.12, repeat result was 11. Sample 5 initial result was 56, repeat result was 37.8. Per the customer, the results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
H6 - adverse event problem: d code corrected.

Event description:
The customer reported falsely elevated architect total bilirubin and when repeated with another bottle of reagent the results were normal. The customer provided the following data: (customer¿s reference range was 3.4-20.5umol/l). Sample 1 initial result was 26.21, repeat result was 10.26. Sample 2 initial result was 22.19, repeat result was 5.73. Sample 3 initial result was 28.71, repeat result was 5.44. Sample 4 initial result was 27.12, repeat result was 11. Sample 5 initial result was 56, repeat result was 37.8. Per the customer, the results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect total bilirubin and when repeated with another bottle of reagent the results were normal. The customer provided the following data: (customer¿s reference range was 3.4-20.5umol/l) sample 1 initial result was 26.21, repeat result was 10.26 sample 2 initial result was 22.19, repeat result was 5.73 sample 3 initial result was 28.71, repeat result was 5.44 sample 4 initial result was 27.12, repeat result was 11 sample 5 initial result was 56, repeat result was 37.8 per the customer, the results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin reagent lot number 62175uq05 was identified.